Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a peeled adhesive around light guide lens (lg lens). There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the following corrections. Updated fields: h2, h11 corrected fields: h11 in addition, the following reportable malfunctions were identified during the device evaluation: the bonding area between the distal end (c-body) and light guide cover was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely that the following factor led to the malfunction: the most probable root cause is traced to component failure due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.